Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through social media that their device did not work. Additional information received reported the patient had turned their device off years ago and that it made her problem worse. The patient was ¿stuck with the battery in [her] buttock and couldn't have an MRI if needed.¿ no further event information was reported; no further complications were reported or anticipated.